Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was incorrectly displaying the remaining battery longevity. The device battery was measured using an external calculator, and the device remains in use. No patient complications have been reported as a result of this event.